Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that he had to remove the dental implant because of low primary stability achieved (20ncm) due to the patient insufficient bone quality/quantity (bone type iii). In addition, immediate implant was performed.

Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that he had to remove the dental implant because of low primary stability achieved (20ncm) due to the patient insufficient bone quality/quantity (bone type iii). In addition, immediate implant was performed.